Event description:
The customer reported someone spilled cidex onto the printer. The customer did not know how it occurred. There were no physical complaints reported.

Manufacturer narrative:
Solution spill.